Event description:
It was reported that the patient came into the physician's office complaining of dizziness. High ventricular thresholds were noted, along with no capture on both rv (right ventricular) and lv (left ventricular) leads. The rv lead was capped and replaced, and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable crt-p, (B)(6) 2012; 4968-60 implantable pacing lead, (B)(6) 2012. (B)(4). Lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.